Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power. The patient noted there was no damage seen to the pump casing or battery cap, the battery cap was secure and tight, and there was no moisture seen in the pump. The patient replaced the battery to no avail. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12/12/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed one record of power on reset in the black box. There were no alarms related to the complaint recorded in the alarm history. There was no damage to the pump or the returned battery cap and the battery cap was noted to be within specifications. The pump was exercised for 24 hours without power interruption. The pump cover was removed for investigation and revealed no evidence of internal moisture or damage to the internal components. The power complaint was not duplicated during investigation.